Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-21: improper technique of obtaining or applying blood sample. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and does not feel comfortable using replacement products at this time.

Event description:
Consumer reported complaint for e-0 error. Wife is calling on behalf of the customer. At the time of the call the customer felt well and did not report any symptoms. Wife stated that on (B)(6) 2019, customer was unable to get results from meter due to e-0 errors. Wife stated that the customer's blood sugar dropped, and she had to call 911. Customer's blood glucose test result at the hospital was between 40 - 50 mg/dl fasting. The customer was diagnosed with hypoglycemia and was given two packs of glucose gel and saline solution. The customer was discharged from hospital on (B)(6) 2019. No new medication or healthcare program was suggested. Customer continued to obtain e-0 error message on meter. Wife stated she must carry glucose gel packs just in case customer's blood sugar drops. Wife also stated customer has been in and out of the hospital five times since (B)(6) 2019 due to blood sugar levels and hypertension. Customer has a lot of health issues and has not been using meter due obtaining the e-0 error message. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 10/22/2020 and open vial date is unknown. The customer declined to perform a blood test during the call.

Event description:
Consumer reported complaint for e-0 error. Wife is calling on behalf of the customer. At the time of the call the customer felt well and did not report any symptoms. Wife stated that on (B)(6) 2019, customer was unable to get results from meter due to e-0 errors. Wife stated that the customer's blood sugar dropped, and she had to call 911. Customer's blood glucose test result at the hospital was between 40 - 50 mg/dl fasting. The customer was diagnosed with hypoglycemia and was given two packs of glucose gel and saline solution. The customer was discharged from hospital on (B)(6) 2019. No new medication or healthcare program was suggested. Customer continued to obtain e-0 error message on meter. Wife stated she must carry glucose gel packs just in case customer's blood sugar drops. Wife also stated customer has been in and out of the hospital five times since (B)(6) 2019 due to blood sugar levels and hypertension. Customer has a lot of health issues and has not been using meter due obtaining the e-0 error message. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 10/22/2020 and open vial date is unknown. The customer declined to perform a blood test during the call.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-21: improper technique of obtaining or applying blood sample. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and does not feel comfortable using replacement products at this time.